Event description:
Patient spontaneously called to report cadd legacy pump (B)(4) is showing patient a ¿service due¿ error. Patient is using back up pump. Pump will be replaced. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.